Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated (B)(6) 2021. No further follow up is planned. This report is associated with 1819470-2021-00028 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer to report adverse events, concerned a (B)(6) year-old asian female patient. Medical history included hypertension. Concomitant medications were not provided. The patient also received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25) from a cartridge via humapen ergo ii device and an unknown humapen device, morning 12 units and night 10 units, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2000. On an unknown date while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, the postprandial blood glucose was generally 7-8, 8-9. On an unknown date in (B)(6) 2021, the humapen ergo ii device (pc number: (B)(4); batch lot: 0912d02) and an unknown humapen device (pc number: (B)(4); batch lot: unknown) had malfunctioned, the black injection screw of the humapen did not move, the injection button could be pushed down, the dose was inaccurate. On (B)(6) 2021, she was in hospital because the blood glucose was high to 15-16, 16, sometimes 20-30. Outcome for the events and information regarding corrective treatment were not reported. Insulin lispro protamine suspension 75%/insulin lispro 25% status was ongoing. The operator of the humapen ergo ii device and an unknown humapen device and her training status were unknown. The unknown humapen device, general device use and the suspect unknown humapen device use was not provided. The humapen ergo ii device general device use and the suspect humapen ergo ii device use was around one year. The action taken with the suspect humapen ergo ii device and an unknown humapen device was unknown and the suspect device were no returned to manufacturer. The reporting consumer did not know the relatedness assessment between the events with insulin lispro protamine suspension 75%/insulin lispro 25% therapy or with the humapen ergo ii device and an unknown humapen device. The event of inaccurate dose was associated with the malfunction of humapen ergo ii device and an unknown humapen device. Edit 09-feb-2021: upon review of initial information received on 01-feb-2021 updated conding of suspect devices to humapen ergo ii and humapen unknown. Update 13feb2021: additional information received on 05feb2021 from the global product complaint database. Reprocessed pc (B)(4). Entered the device specific safety summary (dsss), updated the medwatch and european and (B)(6) (EU/(B)(6)) device fields, and added the date of manufacture for the suspect device associated with pc (B)(4). Entered the device specific safety summary (dsss) and updated the medwatch and european and (B)(6) (EU/(B)(6)) device fields for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly. Edit 16feb2021: updated medwatch fields for expedited device reporting. No new information added. Edit 17feb2021: updated medwatch fields for expedited device reporting. No new information added.